Event description:
It was reported that (1) tlc55 was used during an incarcerated hernia/bowel resection procedure. It was reported by the rep that the tlc55 the surgeon attempted to fire the stapler across the bowel. The surgeon had some resistance and could not engage the firing stroke. The surgeon did not attempt to reload gun. The surgeon finished the resection with clamps, scissors and suture. It is unknown how the case was completed. There was no consequence to pt.